Event description:
Patients wife reports patient developed an infection at the cannula site. Patient was in the hospital from (B)(6) 2026 through (B)(6) 2026. Patient just started vyalev on (B)(6) 2025. Patient was instructed by neurologist to change the cannula daily the first week, then change every other day. Wife feels that this may have caused the infection. Neurologist is aware of hospital stay. Patient is now taking oral medications until the wound heals. After the wound is healed, patient will restart vyalev and change the cannula site daily. No further information provided.